Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the non-specific product performance allegation was not confirmed due to electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.